Event description:
It was reported that after breaking off the screw, the surgeon tried to take out the crosslink plate. It slipped on the driver. The surgeon cut the crosslink plate remains in the patient.